Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2014. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
No additional information as been provided as per the date of this report. This report is filed september 16, 2014. Device analysis report is not available.

Manufacturer narrative:
(B)(4).